Event description:
It was reported to philips that the system's c-arm was unable to make geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency planned procedure was continued when the issue happened. The procedure which was delayed and completed by moving the patient to another system. A field service engineer (fse) examined the system on-site and confirmed that c-arm unable to perform movements. To resolve the issue, fse replaced the 3spc board, then reloaded the software and adjustments of the mechanical positions. After replacement of the 3spc board, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.